Manufacturer narrative:
Analysis found that the loss of communication was due to a low battery voltage. A longevity calculation was performed and the battery was not within expected longevity performance based on nominal settings. The battery was sent out to the vendor for further evaluation; no anomaly was found. The cause of the battery depletion could not be determined.

Event description:
It was reported that, "when inserting tip on to handle, threads became dislodged from inside the impaction tip. Can no longer be used as is."

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The device was explanted when no communication could be established.